Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage and pain are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, chest pain, incision pain, and ... Port site pain."

Event description:
Health professional reported that a lap-band system had slipped. The device was removed because it had "prolapsed." The pt had also reported pain. A computerized tomography (CT) scan and upper gastro-intestinal radiography (gi) was performed which indicated the device had slipped. The system was explanted. The surgeon felt that the pain was caused by the "slippage."